Manufacturer narrative:
The device was explanted on (B)(6) 2019 and received at cochlear on august 09, 2019. Evaluation in progress. This report is filed on august 15, 2019.

Manufacturer narrative:
This report is submitted september 12, 2019.

Manufacturer narrative:
This report is submitted on july 10, 2019.

Event description:
Per the clinic, the electrode is extruding through the skin. The implant remains in-situ.